Event description:
It was reported that one hour after insertion, the central lumen clotted off. In trying to free the blockage, the physician, using a syringe, aspirated air. He then tried to rewire the iab, and the wire went into the balloon. He then successfully exchanged the iab for another iab, without any pt complications.